Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a display malfunction with visible lines on the screen, rendering the device unusable. A replacement ilet was arranged. No hospitalization was required and no long-term health effects were reported.